Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. The cause of the fall was unknown, and the event was not related to the device or implant procedure. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 31may2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a fall and hit their head. They denied loss of consciousness. Due to the patient's history of subdural hematoma, the attending physician recommended that the patient go to the emergency room for head trauma. A computed tomography (CT) scan was done in the emergency room which revealed acute subdural hematoma. The patient was admitted for observation. A repeat CT scan showed stable subdural hematoma. Neurosurgery was consulted and recommended that neither keppra (levetiracetam) be provided prophylactically for seizure nor surgical intervention be given. A follow-up appointment in the neurosurgery clinic was scheduled for another CT scan. Neurosurgery recommended that the patient stay off anticoagulants.